Event description:
Procedure type: paedi. Laparoscopic surgery. According to the reporter: during the procedure, the surgeon used the mini step 5mm with 5-2/3mm reducer for inserting 2/3mm endo-hand instruments to do the surgery. After doing for about 30min., he found that the centre part of reducer was broken and cause gas leakage. He then asked to change another reducer to continue the procedure. However, he would like to know what is the material of reducer made of. No patient injury was reported. No additional information was available at this time.